Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification/expiration date - unknown, manufacture date ¿ unknown.

Manufacturer narrative:
The device was returned for examination. Visual analysis showed that the head and cup appeared to show evidence of subluxation of the joint, scratching of the bearing surfaces and taper fretting. Review of device history records show that lot released with no recorded anomaly.

Event description:
It was reported that the patient underwent a total hip arthroplasty on (B)(6)v 2009. Subsequently, a revision procedure was performed on (B)(6) 2014 due to a unknown mechanical complication. The acetabular cup and modular head were replaced.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6) 2014 due to an unknown reason.

Manufacturer narrative:
Further evaluation of the returned head and cup was found to have been manufactured within specifications. Relevant articulating and stack dimensions and features were checked. All measurements were within manufactured requirements. The scratching of the bearing surfaces and taper fretting removal is typical as the length of service is 5+ years. There is no indication that there is any non-conformance in the products.